Event description:
Reporter alleged obtaining a discrepant blood glucose result of 40 mg/dl on the aviva system when testing was performed within 10 minutes. Reporter stated he had eaten (B)(6) cookies, orange juice with sugar, and a peanut butter and jelly sandwich prior to the readings because of the hypoglycemic symptoms he was experiencing. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Reporter alleged obtaining a discrepant blood glucose result of 40 mg/dl back to back with a result of 140 mg/dl on the aviva system when testing was performed within 10 minutes. Reporter stated he had eaten (B) (4) cookies, orange juice with sugar, and a peanut butter and jelly sandwich prior to the readings because of the hypoglycemic symptoms he was experiencing. No other actions were reported taken or treatment rec'd. No adverse event reported. A request was made for the return of the affected product.